Event description:
It was reported the patient had a urinary tract infection and they had a checkup following the uti about 2.5 weeks prior to report. It was stated the patient had another uti at the time of report. It was noted that 2.5 weeks prior to report someone in the office started tweaking their device and since then they had diarrhea. Reportedly, the patient had diarrhea 8 times the morning of report without warning. It was noted the patient had their device tweaked about 3-4 months prior to report and their settings had been good but after the tweak they were not as good. It was stated that it was a minor change but their new settings were not as good as the old settings. The patient stated they were at 2.8 volts the day prior to report and did not remember ever being that high before. The patient turned their device down to 1.7 volts and they were on program 2. It was noted the patient wanted their implantable neurostimulator (ins) off to see if the diarrhea stopped and it was confirmed the ins had been turned off.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va05yv3, implanted: (B)(6) 2013,product type: lead. (B)(4).